Event description:
It was reported that a pump would not connect to the customer's wireless network. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed the wireless battery module to be inoperable due to corrosion on the wireless module flex and radio printed circuit board. Further evaluation found the failure was caused by fluid intrusion. The device could not be repaired and has been retired from service.